Event description:
Pt with respiratory distress at birth. 3.7 argyle uac placed at 0430 in 2002 with neotrend sensor placed inside catheter at 1220. Tip of catheter at t8 with neotrend sensor above. Both uac and neotrend removed one week later. Pt had progressive chronic lung disease, staph aureus pneumonia with pneumatocele formation. Platelet count remained normal throughout. Staph aureus sepsis/pneumonia (treated 2003). Pt developed thrombocytopenia in 2003 of unclear etiology - blood cultures negative. One week later ultrasound of ivc and aorta suggested question of intimal tear of aorta (below level of neotrend sensor) or possible clot. This was done to rule out clot as etiology of thrombocytopenia. Subsequently 3 days later pt found to be infected with cmv (probable etiology of thrombocytopenia).